Event description:
It was reported that the patient's right ventricular (rv) lead had intermittent t-wave oversensing (twos). The lead programming was adjusted and the lead remains in use. The patient was a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).